Manufacturer narrative:
The MFR report number of the secondary pressure monitoring kit that was involved in the event is 2015691-2024-10022.

Manufacturer narrative:
The device was not returned therefore no evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. In addition, the lot number was not provided thus a device history record was not reviewed. As such, based on available information, a definite root cause is unable to be determined at this time. Will reported MFR report number of secondary pressure monitoring kit when available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the connector at the distal end of a flotrac sensor was detached prior to use when being connected to a caresite (bbraun). No patient involvement was reported. The device was not returned as it was discarded at the hospital. The same flotrac was then connected to a pressure monitoring kit after the issue, and the product failed.